Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration of 38 months. The catheter was also explanted due to catheter failure. A follow up report will be sent when additional info is received.